Event description:
This report is based on information provided by remote service engineer rse and is currently under investigation by the philips complaint handling team. Philips received a complaint on the tempus pro indicating while attempting to obtain an ECG, the measurements were set to metric values and not imperial. No impact alleged to the patient.

Event description:
This report is based on information provided by a field service engineer fse, a third-party service engineer and has been investigated by the philips complaint handling team. Philips received a complaint on the tempus pro indicating while attempting to obtain an ECG (electrocardiogram), the measurements were set to metric values and not imperial. No impact alleged to the patient.